Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the g5 mobile application was sending intermittent audio alerts. No additional patient or event information is available. Data was provided for evaluation. The reported no audio alert was confirmed via data. The root cause was determined to be patient misuse/error. The smart device was placed on mute.